Event description:
Customer reported the blood glucose monitor displayed an e-9 error at 8:30 p.m. On (B)(6) 2015. He was unable to test his blood glucose and still delivered his normal dosage of insulin. At 5:30 a.m. On (B)(6) 2015, the customer fell to the floor and was unable to get up. His mother contacted the paramedics, and his blood glucose was 52 mg/dl on the professional meter. The customer received treatment of candy, soda, and food. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.